Event description:
Uninitiated table tilt of an uroview system with a patient on the table. The table tilted to 45 degrees before the staff could turn the tower breakers off to stop the motion. When the field service engineer arrived on the site they verified that the hand control was defective. When they plugged the hand control into the table, tilt/elevate was activated uncommanded. The hand control was replaced and no further problems have been reported.